Event description:
Device operated by md punctured the uterine wall resulting in damage that had to be sutured closed. Md attempted two different closure devices before settling on an ovicryl and sutured it shut.md said the plastic tip is sharp and believes this caused the puncture. This is a new device they just started using according to or nurse.what was the original intended procedure?md was doing a laparoscopy with fulguration of endometriosis and resection of adhesions. Hysteroscopy, polypectomy, dilation and curettage.